Event description:
It was reported that patient fell and had pain. Patient had periprosthetic fracture in right hip. Doctor reduced fracture with ceramic accolade, he took out stem and head and replaced with new ones.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Device evaluation and results could not be performed as the reported device was not returned for evaluation. Device history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided

Event description:
It was reported that patient fell and had pain. Patient had periprosthetic fracture in right hip. Doctor reduced fracture with ceramic accolade, he took out stem and head and replaced with new ones.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the hospital kept the device. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.